Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 25 mm drill bit broke while drilling for dome screws. Requesting to replace p1 to (B)(6) hospital.